Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager not releasing when accessing medication in the fridge. A field service engineer replaced the latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door was not unlock. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.